Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted left colon resection procedure that the surgeon was using the dextrus from the beginning of the case. After a short time, it tore. No instrument was introduced into the dextrus, only the hand. Case completed with another device of the same product code. No patient consequence.